Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a crack on both sides of the main body. It was also noted that there was an unspecified substance around the threads of the main body. The reported condition was verified. The cause of the condition was undetermined; however, the damaged set was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of the twist clamp on a minicap extended life pd transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.